Event description:
It was reported that hospital staff found the ventilator disconnected from the patient, and the patient was in cardiac arrest. According to the hospital, no alarms had been generated. The ventilator was reconnected to the patient. A physician was called, and performed cardiac pulmonary resuscitation. The patient was suffering from ito hypomelanosis syndrome and chronic neuropathy. The patient died 1 hour 45 minutes later. According to the hospital, due to respiratory insufficiency. (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the ventilator¿s logs and information that was received from the hospital. Evaluation of the test log file showed that the period prior to the event, 7 pre-use checks tests (puc) failed the o2 cell/sensor sub-test and so did the one after the event. All the panel audio tests in the entire test log were successful. The event log neither covered the time when the patient got disconnected nor the time of the reconnection, but it contains vt insp over-range and low peep alarms soon after, and up to, the reported time of death. These alarms indicate a leakage of a disconnected ventilator from the patient. The logging of alarms that indicate a disconnection together with the passed panel audio tests indicate that the ventilator could detect a disconnection alarm for the situation, and give audible alarms. According to the hospital, the ventilator was examined and although the results were not provided. But, according to the test log, the puc after the event passed all tests except the o2 cell/sensor sub-test. This implies that apart from the o2 cell/sensor sub-test failure, there were no other malfunctions. A failed o2 cell/sensor sub-test would not in any way affect the generating of alarms or their display both visually or audibly. The alleged absence of alarms during a disconnection situation, although it cannot be confirmed in logs because the event log doesn¿t cover the time of the event, is incorrect.

Event description:
(B)(4).